Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded multiple atrial tachy response (atr) episodes and delivered three bursts of anti-tachycardia pacing (atp), however the arrhythmia was unable to be converted. The crt-d subsequently delivered a shock, however was also unable to convert rhythm. Rhythmcare then provided programming options to be considered. This device remains in service. No adverse patient effects were reported.